Manufacturer narrative:
The unit had a button error alarm and had unresponsive buttons due to a corroded keypad. The unit had a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer's father called in to report a button error alarm. The caller stated the customer was playing volleyball when the alarm occurred. The customer's blood glucose level was 146 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.